Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and infections. It was also reported that the plaintiff experienced persistent urinary incontinence, refractory urinary retention and ureterolysis. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-22491.

Manufacturer narrative:
This was initially submitted on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(4) 2015 under exemption (B)(4). Lawyer-filed report.